Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2002; r7700e31l mechanical valve, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, threshold rise and noise on the lead, low impedance and undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.